Manufacturer narrative:
Investigation evaluation: during an initial evaluation it was noticed that the forcep cups are misaligned. The device has been returned to the supplier for a full evaluation. The evaluation is still on-going at the supplier. A follow up report will be generated once this evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated large forcep-spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper esophagogastroduodenoscopy (egd) procedure, the physician used a cook captura serrated large forcep-spike. The forcep was bent and became stuck in the endoscope. It was also unable to be opened or closed. Upon receiving the device on 10/06/2015, the cups were noted to be misaligned.

Manufacturer narrative:
Investigation evaluation: during an initial evaluation it was noticed that the forceps cups are misaligned. The device has been returned to the supplier for a full evaluation. On 11/24/2015, the supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. A visual examination of the device showed that the forceps tip is angled relative to the cable and the tip has a bent wire. The fork outer diameter (od) was measured to be within specification. A 0.001" - 0.003" rounding/beveling of a sharp edge is present at the proximal end of the fork closest to the cable. The device tip is angled from the cable and fails a requirement in the quality checklist. The device has a bent link wire [connecting wire between drive cable and cup], which could contribute both to the difficulty with opening and closing the device and to the misaligned cups. The tip can be opened. As returned, the device does not meet the quality checklist requirements. The device history records for the relevant packaging work orders were reviewed. It was found that two devices were rejected for bent control wires [drive cable]. The device history records indicate that all other devices met the quality requirements at inspection. The customer experienced issue of "stuck in scope and will not open" was not confirmed. The device, as returned, was damaged. The one link wire was bent, the cups were misaligned, and the tip was bent relative to the coiled cable. It is not known when or how the device was damaged. No corrective action will be implemented at this time. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use specify to open and close cups to verify smooth handle operation and appropriate cup action and if any irregularities are noted to not use. Prior to distribution, all captura serrated large forcep-spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.